Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced frequent bladder infections, dyspareunia and urinary incontinence since implantation of device. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary tract infections all the time and cannot have sex anymore because of the pain. It was reported that following the implantation the patient wears depends all the time because she cannot control bladder. It was reported the patient had multiple utis and had to get a PICC line put in because of infections. It was reported that the urologist doesn¿t want to put patient on antibiotics because she is immune from having to take them all the time because of constant infections and only antibiotics that work are shot form or have to be administered by a PICC line.